Manufacturer narrative:
This report is being sent to update the manufacturer report number field, it was previously reported in error. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Neck fracture of the stem.